Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition. Additionally, abbott technical support reviewed device session records and confirmed noise resulting in oversensing was observed on the rv lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that that high voltage defibrillation therapy was not delivered due to low defibrillation impedance observed on the right ventricular (rv) lead. A lead revision procedure is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.